Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with liquid on the product. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -5.00/0.05/106 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a same size , similare (sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.